Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the fixed seat tube. Reports received are client remains in seating during transport in vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Material and structural testing was performed at the parent company and a change in the design of the part was done, which improved quality and durability of the seat post area. The DHR was reviewed and unit built according to specification. Note: an evaluation summary is not attached to this report due to a visual inspection being performed in the field to confirm the complaint.

Event description:
Received report the upper plate of the fixed seat tube became detached allowing the seating to fall off of the base of wheelchair. Reports are client suffered a small laceration that required stitches.